Event description:
Caller states the pt tested 4.8 inr on the coaguchek s system and 2.6 inr on a comparison lab. Pt's dose of coumadin was held one day based on meter result. No adverse event reported. Requested return of suspect device and replacement was sent.